Manufacturer narrative:
H6 - medical device problem code - 1494: off-label use (under 21yrs of age at date of implant) should also have been included with previous MDR. Claim#: (B)(4).

Manufacturer narrative:
H6 - device code 1494: off-label use (acd < 3.0mm). Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vticmo12.6 implantable collamer lens of -9.5/1.0/093 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2023. On (B)(6)2023 the lens was exchanged for a longer length lens due to low vault. The exchange resolved the problem. Cause of event was unknown.